Manufacturer narrative:
No pt info provided.

Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.1 inr/2.3 inr; 2.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement sent.